Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous ambulatory peritoneal dialysis (capd) patient experienced peritonitis. The cause of peritonitis and treatment were unknown. It was not reported if the patient was hospitalized. At the time of this report, the patient was recovering and pd therapy was ongoing. No additional information is available.